Event description:
Customer reported that the lead set was not capturing measurement data. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that lead v1 of the m1644a ECG lead set was not capturing measurement data. A replacement lead set was ordered and shipped to the customer site, and a return material authorization (RMA) form was sent to the customer for the return of the lead set for eval. The m1644a ECG lead set was received for eval by philips in (B)(4). The lead set was examined and was found to be in good overall condition. There was no visible damage to the lead set. The lot code was confirmed as 1011, which indicates a manufacture date of week 11 of 2010. Testing confirmed that the lead set failed (v1 lead). This failure of the lead (lead set) is being considered a product malfunction, consistent with age and use. Note that ECG leads sets are consumable items and are subject to the effects of use/handling. This is being considered a failure related to use.